Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a tight lad lesion. Device was inspected before use with no issues reported. Lesion was pre-dilated. Resistance was noted when advancing to the lesion. It was reported that the stent could not cross the lesion and was damaged in vivo during positioning. The physician used another resolute integrity to complete the procedure. No patient injury or other sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.